Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer stated that the insulin pump does get bumped occasionally. Customer stated that they use the sensor feature on the insulin pump and that they were able to rewind the device. No further information reported.